Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and noted cracks on the side of the cassette without any sign of physical damage. Pressure testing was performed and a leak was verified at the crack on the side of the cassette. Sample analysis verified the reported event. A review of all batch record documents was performed for associated lot number s14d07068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause of the event was a cracked cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak from the cassette on the homechoice device, during priming. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.